Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose (bg) level was 384, which was addressed with manual injections. The customer's high bg was due to eating and not being near a power source to access the pump's touchscreen to deliver a food bolus. Reportedly, the customer had manual injections available as alternate insulin therapy.